Manufacturer narrative:
(B)(4). Batch # t5a340. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received partially fired 1/16. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the knife is cause when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please explain more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed (knife reverse switch, manual override, cut from tissue, etc.)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. The device locked on tissue with the jaws closed. The knife reverse switch didn't work, it was removed manually. No patient consequences

Event description:
It was reported that after 5 stapling successfully performed, during the 6th stapling the device got jammed. It was impossible to open the device and finish the stapling.